Event description:
This report is filed due to post procedure worsening of left ventricular ejection fraction and mitral stenosis. It was reported that on (B)(6) 2015, two mitraclips were successfully implanted in a patient with functional mitral regurgitation (mr), reducing mr from severe to moderate with satisfactory results. Post procedure, the patient experienced a worsening of pre-existing left ventricular ejection fraction, due to a decrease in mitral regurgitation (mr). Medication, dobutamine and nitroprusside, was provided and the decrease in ef resolved without sequela that same day. On (B)(6) 2015, a discharge transthoracic echocardiogram (tte) was performed displaying a worsening of tricuspid regurgitation from mid-moderate (pre-procedure) to severe (post-procedure); moderate mitral stenosis was noted. Per study physician, the tricuspid regurgitation and mitral stenosis are definitely related to the implanted mitraclip device and were not serious. There was no reported device malfunction of either implanted clip. No treatment was provided, and the patient was discharged home on (B)(6) 2015. There was no additional information provided.

Manufacturer narrative:
(B)(4). Unique device identifier number (UDI) and any additional, relevant information will be provided on follow-up report.

Event description:
Subsequent to the previous medwatch report filed, additional information was obtained: on (B)(6) 2015, the patient was hospitalized for acute on chronic congestive heart failure. Medication was provided. There was no device relationship provided by the study physician. There was no reported device malfunction. There was no additional information provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the cds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral stenosis and worsening heart failure (reported as worsening of pre-existing left ventricular ejection fraction), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The information provided in the case details stated that the patient experienced a worsening of pre-existing left ventricular ejection fraction due to a decrease in mitral regurgitation post procedure. Per the study physician, the tricuspid regurgitation and mitral stenosis were definitely related to the implanted mitraclip device and not serious. It was noted that the decrease in ef was probably related to the procedure, but not related to the mitraclip device. Although a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: during the 30 day follow-up on (B)(6) 2015, the patients brain natriuretic peptide (bnp) was 696 pg/ml. Acute on chronic heart failure was diagnosed and the patient's previously prescribed metoprolol was increased. There was no reported hospitalization.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Per the study physician, the event, and subsequent treatment/intervention of, was unrelated to the implanted mitraclips and unrelated to the mitraclip procedure. Based on the information reviewed, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information obtained: on (B)(6) 2015, the patient was admitted to the hospital for dyspnea, wheezing, fluid overload and was diagnosed with acute congestive heart failure (chf). Medication was provided. Per study physician, the dyspnea, wheezing, fluid overload, chf, and subsequent treatment/intervention of, was unrelated to the implanted mitraclips and unrelated to the mitraclip procedure. There was no device malfunction. On (B)(6) 2015, the patient was discharged home.

Manufacturer narrative:
(B)(4).